Manufacturer narrative:
It was further reported that the catheter handle shell clearly showed indent marks caused during the catheter handle opening process. The indent marks appear aligned to where the shaft breach was observed. The observed shaft breach was most likely caused by the sharp tool used during the catheter handle opening process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the sheath showed that the device was intact with no apparent issues. A dissection showed that there was a shaft breach in the handle. Also, an insertion and retraction tests was performed and the rf catheter was not able to be inserted into the sheath. In conclusion, the sheath failed the returned product inspection due to a shaft breach inside the handle. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an radiofrequency procedure the physician experienced difficulty inserting the catheter into the sheath. The sheath was replaced. The sheath was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.